Manufacturer narrative:
The alleged issue could not be confirmed. No instrument devices or associated device logs were received for investigation. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The device service history review did not find any associated issues. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported during a go live in (B)(6) 2018, the nurse educator reported issues with pressure and occlusion issue with the new syringe module that they were using for testing in the education department. The pcu and syringe module were sent to biomed for a pm and full re-calibration. The pcu and syringe module were returned to the nicu education department with no further issues of occlusion or pressure issues. There was no report of patient involvement. The current software version pcu and syringe module (B)(4).

Manufacturer narrative:
The alleged issue could not be confirmed. No instrument devices or associated device logs were received for investigation. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The device service history review did not find any associated issues. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue a review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported during a go live in (B)(6) 2018, the nurse educator reported issues with pressure and occlusion issue with the new syringe module that they were using for testing in the education department..the pcu and syringe module were sent to biomed for a pm and full re-calibration. The pcu and syringe module were returned to the nicu education department with no further issues of occlusion or pressure issues. There was no report of patient involvement. The current software version pcu and syringe module v9.33.